Event description:
Pt reported that back to back tests performed on pt's surestep meter using different finger sticks were 73, 72, 69, 29 and 79 mg/dl (78% difference). The pt felt cold at the time test were done. On follow-up phone call, lfs rep attempted to walk pt through test using new control solution. Meter took a long time to count down, then gave ER 2 messages. Meter was replaced and extra strips were sent to pt. There was no allegation of harm.